Event description:
Related manufacturer reference numbers: 2017865-2022-08531. It was reported that the patient presented in clinic for device upgrade procedure. Upon interrogation prior to procedure, it was found that the right ventricular (rv) lead exhibited noise and the atrial lead exhibited inappropriate automatic mode switch due to noise over-sensing. The atrial lead and the rv lead were explanted and replaced. Patient condition was stable.

Event description:
New information received through product return notes that fractures were also observed on the atrial lead and the right ventricular lead via chest x-ray.

Manufacturer narrative:
The reported events of noise and lead fracture were confirmed. A full lead was returned in one piece for analysis. Visual inspection found the clavicle crush at 22.7cm from the connector pin of the lead and outer insulation damage at at 15.3, 18.4, and 20.5 cm from the connector pin of the lead. X-ray found the outer coil was fractured. Electrical testing found the outer coil open circuit due to the conductor fracture. The cause of the reported events was isolated to the clavicle crush damage on the lead.